Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced chest pain and received target vessel revascularization. The patient presented due to stable angina. The 95% stenosed and 12mm long target lesion was located in the first diagonal branch with a reference vessel diameter of 2.3mm. The target lesion was pre-dilated and treated with placement of a 2.25x16mm taxus liberte atom stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the same day on aspirin and prasugrel. (B)(6) 2011 - the patient presented due to chest pain with exertion. Angiography revealed 90% stenosis of the first diagonal branch proximal to the patent previously deployed stent. The proximal occlusion of the first diagonal branch was treated with pre-dilation and placement of a 2.25x12mm taxus stent distally overlapping the previously deployed stent. The patient was discharged the following day on aspirin and prasugrel. The event of chest pain was considered resolved without residual effects and no other patient complications were reported.